Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the top of screen and spiders drowned and more than half of the screen is unreadable. Customer fell on pump while playing football. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.